Event description:
It was reported that a few days post implant the right ventricular (rv) lead had dislodged. The lead was repositioned. Then three days post the repositioning the rv lead had dislodged again. It was noted that the patient then received two inappropriate shocks as the dislodged lead detected the patients atrial fib. The second shock cardioverted the patient into sinus rhythm and the shocks stopped. The patient did however have a stroke which seemed to resolve in six days. The lead was explanted and a longer lead was implanted instead. It was noted that post explant of the lead the physician was unable to extend the screw again. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal connector of the lead was extrinsically bent, the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated apparent explant damage. Additionally, it was noted that helix testing could not be performed due to the condition of the returned lead. The helix and the is-1 connector pin were both bent. (B)(4).